Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was selected to be used. The was was positioned in the laa of the patient. At this time the pigtail perforated the appendage resulting in a pericardial effusion. The physician tapped the patient to drain fluid. The procedure was ended following this event. A surgical pericardial window procedure was performed to treat the effusion as well. The patient recovered from this event and after an additional night at the hospital was discharged doing fine.